Event description:
User reported their daily routine run of controls were recovering out of range and when she looked at the instrument noted there was water leaking from the sipper syringe 1. User said water had leaked onto the floor and into the walkway, adding she was keeping the leak cleaned up. No one has been injured and no discrepant or erroneous pt results were generated.

Manufacturer narrative:
The field service rep determined the cause to be a broken pinch tube nipple at thread to acrylic block and ordered replacement part. On subsequent visit he replaced broken nipple connector. Verified instrument operating within spec. Customer stated that once the fsr resolved the analyzer leak, they no longer had problems with their controls.